Event description:
Device malfunction: none. Symptoms/ae: thrombosis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of a starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, the physician deployed the clip inside the artery causing the femoral artery to thrombus. The clip was removed via surgery and the artery was sutured. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.